Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, moderately tortuous, 99% stenosed, de novo proximal circumflex (cx) artery pre-dilatation was completed using a 1.5 x 12 mm balloon dilatation catheter (bdc) at 12 and 14 atmosphere (atm). A 3.0 x 38 mm xience prime stent was deployed using 16 atm, however, a distal edge dissection was noted. A 3.0 x 15 mm xience v stent was used to treat the dissection without reported incident. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.